Event description:
Customer stated, "took cover off to wash and noticed burn marks on pad. Customer stated they lay on the pad." Customer did not claim injury. Product was returned. Investigator observed discoloration of the unit and thermostats. No evidence of burns were observed. Along with customer statement the investigator determined the user either laying on or folding the pad while in use. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".